Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was as high as 517 mg/dl with strong, fruity breath odor, nausea, vomiting and unspecified level of ketones. It was reported that the patient was treated by medical personnel at the emergency room with insertion site change, intravenous fluids, insulin via pump and injection. The patient allegedly remained on pump therapy without recent adjustments to the pump settings. It was reported that the pump had intermittent power issue starting about five days ago. Review of the power issue revealed that the threads of the battery cap were stripped and the cap was unable to tighten properly on to the pump. No damages to the battery compartment were noted. The reporter acknowledged that the battery cap was over 13 months old and was out of warranty. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that an out warranty battery cap was used.

Manufacturer narrative:
The battery cap has not been requested for return to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.